Event description:
A customer reported that the adc device detached prematurely on the 1st day of wear and therefore, the customer was unable to obtain glucose readings. The customer experienced symptoms of dizziness, a loss of consciousness, fell into a coma and was unable to self-treat. The emergency services were called and the customer was administered an insulin drip (type/dose unknown) and unspecified injection for the diagnosis of hyperglycemia. The customer was also provided aspirin. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.